Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sterility breach with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #6182723 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the straw of 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw tore through the package. No injury or medical intervention.